Manufacturer narrative:
Correction needed as based in the analysis from ppe, this does not meet the reportability criteria.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the pc displayed the message. The ipg was providing therapy and unsure if the battery prematurely depleted. As such surgical intervention took place wherein the ipg was replaced and therapy was restored postoperatively.